Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardiac monitor exhibited undersensing; the patient had a false pause episode caused by signal dropout. The patient was shopping at the time and was asymptomatic. No intervention will be performed and the patient will continue to be monitored.